Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was 230 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer did not want to return their supplies for analysis. Customer infusion sets will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.